Manufacturer narrative:
According technician statement the issue has been solved by tightening the screw of side rail. The device was cleared for clinical use. According to provided information, customer has been attaching the support arm on the side rails of the compressor mini. Customer was instructed that circuit support arms are meant to be attached only to the side rails on the ventilator. Our conclusion is that occurence of loose side rail is accidental, therefore the cause of the issue was unintentional user error. As serial number of affected compressor mini was not available the UDI information could not be provided.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that side rail of the compressor mini was loose. There was no patient harm. Manufacturer's ref. #: (B)(4).